Manufacturer narrative:
(B)(4). A pin of the location pad cable connector was found bent. The pin was fixed by bwi field service engineer and the error was cleared. Device history record review was performed. No anomalies were noted in manufacturing or service.

Event description:
A complaint was reported regarding a carto xp system could not detect the reference patch prior to a procedure. It displayed error 300r. The event description provided was not indicative of a reportable complaint. During the course of the repair/ investigation of the device by the field service engineer (fse), the fse was informed that the case was postponed due to this malfunction. The detailed information of the cancelled case was confirmed by the physician on (B)(6) 2010, thus the alert date of biosense webster became aware of this reportable malfunction. The patient had received general anesthesia approximately 2-3 hours when the case was cancelled. The patient does not have other major co-conditions. The patient required 2 days of extended hospitalization due to the procedure cancellation.